Event description:
Reporter indicated that the pt has lost close to 100 pounds since implant. Programmed parameters were decreased because of weight loss, resulting in some loss of seizure control. Further investigation revealed that the pt is now gaining weight and has regained seizure control.